Event description:
As reported, the atraumatic tip of a mynx control venous vascular closure device (vcd) was bent when it was taken out of the package and prepped. The device was disposed of and a new mynx venous device was used to complete the procedure. There was no reported patient injury. The user is trained to the device. The device was prepped and used according to instructions for use (IFU) and opened in a sterile field. The device will be returned for analysis.

Manufacturer narrative:
As reported, the atraumatic tip of a mynx control venous vascular closure device (vcd) was bent when it was taken out of the package and prepped. The device was disposed of, and a new mynx venous device was used to complete the procedure. There was no reported patient injury. The user is trained to the device. The device was prepped and used according to instructions for use (IFU) and opened in a sterile field. One non-sterile mynx control venous vascular closure device was returned for investigation. Visual inspection revealed that both button 1 and button 2 were in the non-depressed position. The stopcock was open, and a cordis mynx syringe was attached to the unit. The sealant was partially exposed but remained mounted on the delivery shaft. A frayed/split/torn condition was observed to the sealant sleeves. The catheter sheath introducer (csi) was not returned for evaluation. The balloon was deflated, the core wire was present, and the atraumatic tip showed no visible damage or abnormalities. No additional anomalies were noted during the visual inspection. Per dimensional analysis, the profile of the catheter distal to the balloon was measured and found to be within the defined maximum specification, which was obtained by using a calibrated caliper. The catheter working length was verified and measured within the defined specification. This measurement was obtained using a calibrated ruler. A dimensional analysis of the slit length could not be performed due to the frayed/split/torn condition of the sealant sleeves. A functional simulated deployment test was conducted to evaluate functionality. The unit operated as intended: after aligning the tension indicator, button 1 and button 2 were depressed in the instructed sequence, the sealant deployed properly, and the balloon retracted as expected. A high-magnification microscopic evaluation was performed on the sealant and sealant sleeves. This analysis confirmed partial exposure of the sealant and the frayed/split/torn condition of the sleeves. Additional analysis confirmed the presence of the core wire. Verification of sheath compatibility per the device IFU could not be performed, as the csi was not returned. Furthermore, an insertion/withdrawal test with a laboratory sample sheath could not be completed due to the frayed/split/torn condition of the sealant sleeves. The reported events of ¿atraumatic tip-kinked/bent¿ was not observed through analysis of the returned device since there were no damages noted to the atraumatic tip. However, the sealant sleeves were noted to be frayed/split/torn, which may have been the issue experienced by the user. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the partially exposed sealant from the frayed/split/torn sleeves. The exact cause of the issue experienced could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is difficult to determine what factors may have contributed to the issue experienced, especially since there was no damage noted to the atraumatic tip of the returned unit. However, prepping/handling factors possibly contributed to the damaged condition of the sealant sleeves observed, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control venous vcd within the IFU displaying the sealant sleeve slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if the mynx control venous vcd 6f-12f components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the product analysis, nor the information available for review suggest that the issues experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.